Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, an nc is currently opened and is investigating the event further, from a screw perspective. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
Pharmacist reported to stryker that: "during a procedure, it was impossible to insert one of the locked screws into one of the holes in the plate, which prevented the plate from being fixed. The existing screws and the plate were removed in order to install a new plate. Clinical consequences : nothing to report. Action taken: device quarantined, awaiting retrieval and expertise".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Pharmacist reported to stryker that: "during a procedure, it was impossible to insert one of the locked screws into one of the holes in the plate, which prevented the plate from being fixed. The existing screws and the plate were removed in order to install a new plate. Clinical consequences : nothing to report. Action taken: device quarantined, awaiting retrieval and expertise."